Manufacturer narrative:
The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The fracture site did not immediately indicate a specific cause for the failure. Disassembly of the device did not reveal any further anomalies or defects. We apologize for the delay in submitting this report. Problems were encountered with the renewal and replacement of the required digital signing certificate on the website. The certificate has been properly uploaded and the webtrader application reinstalled. We are now able to submit reports again.

Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the hand piece. An incision was made and the needle piece was retrieved from the patient and discarded. The procedure was completed with another microtip hand piece. There were no patient complications.